Manufacturer narrative:
No pt info was made available to ge healthcare. Ge healthcare's investigation into the reported event is ongoing. A f/u report will be submitted once the investigation is completed.

Event description:
A pt undergoing an MRI exam of the left knee sustained a burn to their right thigh. The pt was positioned feet first, supine, off-centered on the table which resulted in observed contact of their right thigh against the side of the magnet bore. The pt was reported to be isolated from the right side of the magnet bore only by the clothing worn, and it is confirmed no add'l padding was utilized. The MRI exam was completed and the pt did not notify the technologist of any warming or discomfort until after the exam was completed. Upon completion of the exam, the pt reported that their right thigh was getting hot during the exam. No further medical eval was performed and no medical treatment was deemed necessary. Two hrs later the pt called the MRI department to report a burn to their right thigh. The pt was evaluated in an emergency room, and the pt is reported to have sustained a second degree burn, estimated to be 10cm in size to their right thigh. Add'l info was rec'd ((B)(6) 2014) from the customer that the pt injured in this event is reported to have had add'l f/u medical evals. The pt is also reported to have rec'd medical treatments including medications, and has or is scheduled to have surgery for wound debridement.